Manufacturer narrative:
The monitor has been returned for investigation. The error could not be re-constructed, but it was confirmed that the current event was not related to fan (B)(4) (3002807968-10/19/12-003-c initiated 2012-11-27). Further tests will be performed on the monitor.

Event description:
Thursday, (B)(6) 2013, an operator switched off the mains switch of the analyzer and disconnected the line cord from the power outlet. During transport the operator wanted to make sure that it was the correct analyzer to ship for repair. While checking the serial number on the back of the monitor the operator's left forearm got in contact with the analyzer housing/ chassis. At the same time, he also got in contact with the male connector of the line cord and received an electrical shock. This happened 2 to 3 minutes after he disconnected the monitor from mains. The operator had visible marks on his left forearm and left ring finger from the electrical current flow, and was admitted for long term ECG monitoring for 24 hours. There was no further outcome for the patient except an occasional prickling in the affected arm.